Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): nurse was called to bedside. Patient states IV line was leaking. Nurse observed line and charge nurses were called to bedside. IV line appeared to be leaking at the y-site closest to patient. Y-site was flushed and leak confirmed. Tubing and fluids were replaced. Chemo was able to be salvage; however, unknown amount lost during administration. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): nurse was called to bedside. Patient states IV line was leaking. Nurse observed line and charge nurses were called to bedside. IV line appeared to be leaking at the y-site closest to patient. Y-site was flushed and leak confirmed. Tubing and fluids were replaced. Chemo was able to be salvage, however, unknown amount lost during administration. No injury reported.